Event description:
Siemens healthineers was notified of an issue related to customer safety advisory notice xp017/24/s with the luminos lotus max system. At the attachment of monitor ceiling suspension, the securing segment was not installed correctly. The monitor support arm remained attached to the ceiling and no injury occurred. It is assumed that in a worst-case scenario, if the support arm had been used further without noticing the issue, it might have led to a serious injury by large parts falling down and hitting a person.

Manufacturer narrative:
Initial corrective actions/preventive actions implemented by the manufacturer: the system was taken out of use as instructed by customer service advisory notification (csan) xp017/24/s which began distribution to affected customers on 07/02/2024. Siemens initiated recall res# 94948, which was submitted to the FDA on 07/05/2024 for potential problems with the support arm of select system ceiling displays or wall displays. Manufacturers preliminary analysis: the root cause for the issue has not yet been determined. The investigation is ongoing. The root cause will be communicated via res# 94948. Corrective and or preventative actions will be implemented via resolution updates xp018/24/s and xp019/24/s. These updates are anticipated to be released in september 2024. A supplemental report for this complaint event will not be submitted to the FDA.

Manufacturer narrative:
H11 corrected data: a supplemental report will not be submitted to the FDA since the issue will be investigated and resolved via resolution updates xp018/24/s and if necessary xp019/24/s.